Manufacturer narrative:
The device has been received but has not yet been evaluated. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during a gi tract banding, performed on (B)(6), 2010. According to the complainant, during the procedure, they rotated the handle and all seven bands deployed at once. None of the bands attached to tissue. The bands fell into the patient and were retrieved with no harm to the patient. The case was completed with another speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during a gi tract banding, performed on (B)(6), 2010. According to the complainant, during the procedure, they rotated the handle and all seven bands deployed at once. None of the bands attached to tissue. The bands fell into the patient and were retrieved with no harm to the patient. The case was completed with another speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that the trip wire was not properly cinched into the handle slot; however the trip wire was wound around the drum, indicating the handle had been turned to deploy the bands. The deployment thread had seven knots was intact and attached to the distal end of the trip wire. This indicates that attempts to deploy the bands were made. Functionally, the handle knob was able to be turn to take up slacks in the trip wire. In addition, an audible click was heard at each complete turn. The most probable root cause has been determined to be user error as evident by the trip wire not being properly cinched into the handle slot. When the trip wire is not properly set up; slack can develop in the trip wire. The slack in the trip wire could also cause the knots on the suture to pass over the teeth on the ligator without deploying the bands or deploying multiple bands at once. A review of the device history record (DHR) was performed; no anomalies were noted. (B)(4)